Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1l30s implanted: (B)(6) 2017 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 18-oct-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that their bladder stimulator was removed due to the lack of results. Patient stated the therapy did more harm than good for them and put them in a vulnerable position. Pt states the system started to press on their sciatica terribly and at the same time they were experiencing the issues with the bladder, so it was removed. Patient mentioned they attempted several times to adjust the therapy and they went through biofeedback. Pt states they ended up just leaving the lead in place because they said it would cause damage to the spinal cord if they tried to remove it. Patient reported they are still in continuous pain. Patient inquired about MRI and pet scan compatibility with abandoned leads. Reviewed information and redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
D10: upon further review, the lead (lot # va1l30s) is no longer a reportable pli in this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.